Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The customer changed the site four times and the blood glucose remained over 600 mg/dl until treating with manual injection. The drive support cap appeared normal and recessed. Insulin did exit with a manual prime and no leaks or air bubbles were observed. The customer was advised to remove the infusion set and reported that the cannula was straight, though the cannula from earlier that morning was not straight. The time and date were incorrect and the customer was assisted in correcting them. The customer was bolusing every 30 minutes. The insulin pump passed the high pressure test. The blood glucose reading at the time of the call was 142 mg/dl. The customer was advised to follow up with a health care professional regarding the unexplained high blood glucose.